Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted via ventriculoperitoneal (vp) shunt on unknown date with setting 5. A magnetic resonance imaging (MRI) was performed after surgery and presumably the setting was changed. The setting was checked using tool kit and it showed that the setting was 5. It was checked again using electronic tool kit and it showed that the setting was 1. The patient was discharged after trusting the result of a tool kit; however, patient came back two days later with cerebrospinal fluid hypovolemia (csfv). Therefore, the setting was set higher. The setting of the valve was changed due to magnetic resonance imaging (MRI). However, it was able to re-adjust the setting and was not explanted. According to information provided, the type of magnet used is unknown. The strength (gauss) of the MRI is unknown. It is also unknown if the patient was exposed to a significant acceleration or deceleration such as a car accident or fall.

Manufacturer narrative:
The certas valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to valve no longer MRI resistant, can unintentionally change to any setting more than 1 setting away from the desired setting. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.